Event description:
It was reported that the patient no longer experienced pain relief from the stimulation. The physician assessed the loss of pain relief was due to either a change in the patients pain symptoms or a gradual decrease in the efficacy of therapy over time. The patient underwent a system explant procedure and was stable postoperatively. No device malfunction was suspected.

Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event of loss of pain relief was unable to be confirmed as no issue was detected with the ipg.

Event description:
It was reported that the patient no longer experienced pain relief from the stimulation. The physician assessed the loss of pain relief was due to either a change in the patients pain symptoms or a gradual decrease in the efficacy of therapy over time. The patient underwent a system explant procedure and was stable postoperatively. No device malfunction was suspected.